Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: selective angiographic evaluation in patients with simple-type pulmonary arteriovenous malformations treated with vascular plug. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "selective angiographic evaluation in patients with simple-type pulmonary arteriovenous malformations treated with vascular plug", was reviewed. This research article is a retrospective single-center study to evaluate the angiographic recanalization rate of patients who underwent embolization juxta-proximal to the sac with amplatzer vascular plug type IV for a simple pulmonary arteriovenous malformation (pavm). The device included in the study was the amplatzer vascular plug occluder IV. The article concluded that embolization of simple-type pavms' feeding vessel using the amplatzer vascular occluder IV is safe and effective, with a high technical success rate and no recanalization on pulmonary angiography performed at 1-year post-embolization. [The primary and corresponding author was shinji wada, department of diagnostic and lnterventional radiology, st. Marianna university school of medicine, 2-16-1, sugao, miyamae-ku, kawasaki city, kanagawa 216-8511, japan, with corresponding email: shinjiwada@marianna-u.ac.jp]. The timeframe of the study was may 2015 to november 2021. A total of 10 patients were included in the study, of which all received an abbott device. The average age was 50 years. The majority gender was female. Comorbidities included pulmonary arteriovenous malformations (pavms).

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer vascular plug IV were reported in a research article in a subject population with multiple co-morbidities including pulmonary arteriovenous malformations (pavms). Complications reported included hemoptysis, pneumonia, unexpected medical intervention (medication required), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: selective angiographic evaluation in patients with simple-type pulmonary arteriovenous malformations treated with vascular plug b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "selective angiographic evaluation in patients with simple-type pulmonary arteriovenous malformations treated with vascular plug", was reviewed. This research article is a retrospective single-center study to evaluate the angiographic recanalization rate of patients who underwent embolization juxta-proximal to the sac with amplatzer vascular plug type IV for a simple pulmonary arteriovenous malformation (pavm). The device included in the study was the amplatzer vascular plug occluder IV. The article concluded that embolization of simple-type pavms' feeding vessel using the amplatzer vascular occluder IV is safe and effective, with a high technical success rate and no recanalization on pulmonary angiography performed at 1-year post-embolization. [The primary and corresponding author was shinji wada, department of diagnostic and lnterventional radiology, st. Marianna university school of medicine, 2-16-1, sugao, miyamae-ku, kawasaki city, kanagawa 216-8511, japan, with corresponding email: shinjiwada@marianna-u.ac.jp]. The timeframe of the study was may 2015 to november 2021. A total of 10 patients were included in the study, of which all received an abbott device. The average age was 50 years. The majority gender was female. Comorbidities included pulmonary arteriovenous malformations (pavms).